Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose (bg) level was 280mg/dl. The customer declined further troubleshooting with tandem technical support.